Manufacturer narrative:
D10 concomitant product: fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to swallow the capsule, and so the physician proceeded to an endoscopic capsule placement soon after. However, whilst preparing the room and the patient, the capsule and the recorder lost connection to each other despite the recorder and belt still being attached to the patient. The capsule, recorder and belt were close to the patient throughout. The capsule was flashing but in preparation and had to close the cover for the infection control purposes. An exclamation point alert on the screen appeared on the recorder and the capsule would not connect to the recorder at all. The customer had to use different devices altogether. There was no patient or user harm.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the capsule lot number matched the complaint lot number in the provided image. The attached image was inadequate for determining the reported issue of the capsule difficult to swallow. Technical support connected the customer through email and confirmed that the recorder initially detected the signal of the capsule, but after the cover was closed, it lost the signal. Also advised the customer to ensure the recorder detected the signal from the capsule within 30 minutes once the cover was opened. A comprehensive examination could not be performed because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the patient was unable to swallow the capsule. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the capsule cover was opened and the signal was not detected, then the recorder was ended the recording. This reported issue was confirmed. The most likely cause still could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4 (UDI), g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to swallow the capsule, and so the physician proceeded to an endoscopic capsule placement soon after. However, whilst preparing the room and the patient, the capsule and the recorder lost connection to each other despite the recorder and belt still being attached to the patient. The capsule, recorder and belt were close to the patient throughout. The capsule was flashing but in preparation and had to close the cover for the infection control purposes. An exclamation point alert on the screen appeared on the recorder and the capsule would not connect to the recorder at all. The customer had to use different devices altogether. The first capsule was excreted from the body and destroyed. There was no patient or user harm.